Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Pump error due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the pump alarmed power error. The customer's blood glucose levels are 400mg/dl during the time of incident. The customer treated with pump and manual injections. The customer was assisted with trouble shooting. The customer states has called before to report the power error. The customer was advised pump needs to be replaced.